Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. : the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The assignable root cause was determined to be due to component failure from normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during in-house engineering evaluation it was determined that the attachment device did not transmit rotation to the drill bit device, and two bevel gears were worn and one of the bevel gears was broken in two pieces. It was further determined that the device failed pre-test for cutter brake assessment and vibration. It was noted in the service order that the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.